Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs2491 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported the pediatric patient received a PICC on (B)(6) 2019 due to malignant tumor of the nasopharyngeal cavity. After the catheterization, detailed education was given. The patient and his family cooperated well after the catheterization. On (B)(6) 2020 after treatment, b-ultrasound was performed without thrombosis and the PICC was removed. After the extubation, the catheter was found to be broken and 10cm remained in the body. The tourniquet was immediately punctured and the bedside x-ray location was found. The residual catheter was found in the pulmonary artery. Comfort the patient and family members were consulted by the department of intervention at 9:25 and 19:45 under propofol anesthesia. The operation went smoothly and returned to the ward at 20:30.